Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, at 75,194 joules of use, the aiming beam fired straight out of the fiber. The fiber was exchanged and the procedure was completed utilizing the second fiber (55,602 joules used). The fiber tip (cap) of each of the fibers used were cleaned during the procedure. Patient outcome: "ok". No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-1702: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Correction: 75,914 joules used.